Event description:
Philips received a complaint from the customer reporting that the v60 ventilator is constantly triggering even after the breath has been completed. The device was not in clinical use. There was no report of patient or user harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined that the gas delivery system (gds) was installed incorrectly. The tubes were in the wrong position. The asp replaced the gds. The device was operational and returned to service after repairs were completed.